Manufacturer narrative:
The problem may be caused by improper usage. When encountering dense bone, the surgeon should use the tibial peg drill to create four pilot holes before positioning the tibial tower onto the tibial baseplate trial. Failing to do so could result in device breakage. Additionally, the manufacturing process for the spike part has been revised. Instead of one-piece machining, the spike is now produced through welding of the spikes. This change has been implemented to further enhance the overall strength of the device.

Event description:
The surgeon was preparing to remove the tibia tower from the baseplate and the peg broke off. The peg was detected and removed within 30 seconds. There was no delay to the case and the surgery was completed without any issue's or delay's as the instrument has already performed its function.